Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited noise oversensing. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. Consistent with friction to the device can. The cause of the reported events was isolated to the exposed outer coil at the abrasion zone. No other anomalies were noted with the exception of procedural damage.

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2024.